Event description:
It was reported that ten (10) minicaps had inadequate iodine; further described as ¿sponge was not completely wetted by iodine¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Ten (10) actual samples were received for evaluation. The samples were returned with the aluminum foil peeled. Visual inspection was performed and the sponge with iodine was observed dried, due to the customer opening the packaging and the sponge being exposed in the air a long time. The product met specification, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.